Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type: recharger; product ID 37791, serial# unknown, product type: recharger.

Event description:
The manufacturer representative reported that the patient was getting the persistent thermometer icon and the patient was charging sitting upright and "had tried everything." The patient also stated the coupling would jump from eight to four to zero boxes without her moving. A replacement antenna was sent due to a damaged antenna. It was noted that from june-july the patient couldn't get past 50% on her recharger. Further information received from the consumer reported that she was experiencing the same issues even after receiving the replacement antenna. The patient stated that her recharger would overheat and constantly get the thermometer screen. The patient noted that recharging was taking too long and the recharger would lose the signal. A replacement recharger was sent. The implant site was evaluated and nothing remarkable was found and the implant was stated to be superficial so they did not expected a coupling issue. The overheating and coupling issues were persisting after the replacement recharger and the representative had tried multiple rechargers and antennas. The indication for use was non-malignant pain. No patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.